Event description:
The customer reported erratic architect ca 19-9xr results on a patient. It is unknown if the patient has pancreatic cancer. Results provided: ca 19-9 sid (B)(6): initial test 46.16 u/ml, second test 61.96 u/ml, third test 78.28 u/ml. Reference range 0-37 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The architect i2000sr, serial # (B)(6) was evaluated, and it was determined that the sample probe required cleaning, which resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the architect i2000sr, serial # (B)(6) or arc, probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the arc, probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect i2000sr, serial # (B)(6) or arc, probe.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported erratic architect ca 19-9xr results on a patient. It is unknown if the patient has pancreatic cancer. Results provided: ca 19-9 sid (B)(6): initial test 46.16 u/ml, second test 61.96 u/ml, third test 78.28 u/ml. Reference range 0-37 u/ml. No impact to patient management was reported.